Event description:
It was reported that this right ventricular (rv) lead fractured and the patient exhibited discomfort. Subsequently, the rv lead was revised and explanted. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead fractured and the patient exhibited discomfort. Subsequently, the rv lead was revised and explanted. Another rv lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received indicating that this lead did not exhibit any malfunction and remains in service.

Manufacturer narrative:
Additional information indicates that this model/serial did not exhibit any malfunction and remains in service. This was a non-reportable event.